Event description:
Review of records shows the patient underwent surgical intervention in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced high impedance in the l1 drg lead. After taking a x-ray, it was showed that there is a break in the lead wire. The patient may undergo surgical intervention to address the issue.